Manufacturer narrative:
One (B)(6) hydrocollator, m-4, c/w 24 std. Packs, serial number (B)(6), was returned for evaluation. A loose contact in the fuse bracket created resistance, which overheated the electric circuit leading to the reported event. The international electrotechnical commission (iec) connector, thermostat, fuse bracket, pilot light, power cable, and all wiring were replaced. A full functional test was then performed.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "physical inspection revealed neutral prong on cord was melted.. [R]receptacle was melted as well and neutral prong fell off. [I]internal wiring has evidence of heat damage". There was no reported patient harm.